Manufacturer narrative:
Incidental findings: visual inspection of the driveline potting inside the pump outlet housing (interior of the cable boss) noted that the potting had an opaque, yellow color. There was no evidence of fluid ingress into the surrounding space. The issue appeared to only be cosmetic, and the cause could not be conclusively determined. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified an internal driveline issue that could have contributed to the reported low speed operation alarms, which were confirmed through the evaluation of the submitted system controller log file. Although the evaluation of the submitted log file also confirmed the report of low flow alarms, a specific cause for all of these alarms could not be conclusively determined through this evaluation. The submitted log file captured transient low flow hazard events on day 1054 from hour 20 through hour 21 per the timestamp, associated with the estimated flow intermittently decreasing below the low flow threshold of 2.5 lpm. Additionally, several low speed hazard events and pump stops were observed on day 1056 from hour 7 through hour 10 per the timestamp. All of the pump stops and low speed events occurred while at least one of the system controller power cables was connected to a power module. Additional low flow hazards were observed during these events, associated with a decrease in estimated flow likely due to the low speed events. If the exposed inner conductors of the black or green wires made contact with the metal braided shield while the system controller was tethered to a grounded power source such as the power module, the resulting electrical short to ground could have resulted in the pump stops and low speed events observed in the submitted log file. Additionally, if the exposed inner conductors of the black and green wires made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have contributed to pump stops or low speed events on any power source. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05mar2017. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 of the patient handbook "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed aortic regurgitation on (B)(6) 2020.

Manufacturer narrative:
Section a: correction to redact information from MFR# 2916596-2020-03419 due to patient privacy restrictions. Section b5: additional information.

Event description:
This patient was exchanged from hmii to hm3 for suspected dl fracture on (B)(6) 2020.

Manufacturer narrative:
Sections b1, b2, d7, h1, h4: corrected data. Sections d10, h3: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number vad-19325, identified an internal driveline issue that could have contributed to the reported low speed operation alarms, which were confirmed through the evaluation of the submitted system controller log file. Although the evaluation of the submitted log file also confirmed the report of low flow alarms, a specific cause for all of these alarms could not be conclusively determined through this evaluation. The submitted log file captured transient low flow hazard events on day 1054 from hour 20 through hour 21 per the timestamp, associated with the estimated flow intermittently decreasing below the low flow threshold of 2.5 lpm. Additionally, several low speed hazard events and pump stops were observed on day 1056 from hour 7 through hour 10 per the timestamp. All of the pump stops and low speed events occurred while at least one of the system controller power cables was connected to a power module. Additional low flow hazards were observed during these events, associated with a decrease in estimated flow likely due to the low speed events. It was reported that the patient underwent a heartmate ii to heartmate 3 exchange on (B)(6) 2020 due to a suspected driveline failure. Vad-19325 was returned assembled with the driveline severed approximately 4¿ from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 33.5¿. The outer silicone jacket and bionate layers of the driveline revealed no evidence of damage. Minor metal braided shield breakdown was observed along the external portion of the driveline. Visual inspection of the underlying wires of the driveline revealed breaches in the insulation of the black and green wires approximately 3.5¿ from the pump housing, exposing the inner conductors. This damage appears consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of the black or green wires made contact with the metal braided shield while the system controller was tethered to a grounded power source such as the power module, the resulting electrical short to ground could have resulted in the pump stops and low speed events observed in the submitted log file. Additionally, if the exposed inner conductors of the black and green wires made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have contributed to pump stops or low speed events on any power source. The relevant sections of the device history records for vad-19325 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27 feb 2017. The heartmate ii lvas patient handbook, contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Heartmate ii lvas instructions for use (IFU), section 6 entitled ¿patient care and management¿ outline indications of driveline damage as well as how to respond to such events. Section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 6 entitled ¿patient care and management¿ outlines the pump parameters and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The heartmate ii lvas IFU outlines all epc system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was admitted to the hospital after avr (aortic valve repair) surgery. The patient confirmed that they experienced a red heart alarm. When the medical engineer checked the history of the system monitor, low speed operation and a low flow alarm was recorded. The patient had no symptoms when the red heart alarm occurred. The patient continues to have battery support. A log file review was requested. The data showed low speed advisories and pump stops. Speed drops were as low as 0 rpm. These issues only appear to be occurring while the vad is connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. In order to prevent further interruption in support it was suggested to keep the vad connected to battery power until further investigation is completed.

Event description:
It was reported that the pump exchange is being planned in september and nothing has been returned so far. The low flow alarms were related to low speed operations. The patient had no symptoms. The patient is on battery operation and planned to have the pump exchange in september.